Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic pulmonary lobectomy, there was poor staple formation. The staple line was incomplete distally as firing cycle was not completed. The device was replaced to completed the case. There was no patient injury.